Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the fiber body was noted to be broken inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be " no patient injury".

Manufacturer narrative:
The fiber was returned broken into two pieces. The first piece measured approximately 67.0 cm from the top of the connector to the break. The second piece measured approximately 75.5 cm from the break. The remaining 177.5 cm of the fiber including the tip was not returned. The condition of the returned device cannot confirm the reported event that the fiber was broken inside the package because the device was not returned in its original sealed packaging. However, the complaint was confirmed for a broken fiber. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the fiber body was noted to be broken inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be " no patient injury".